Event description:
It was reported that the connector of extension tubing loosened. It was stated this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3897 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redn3897) have been reported from multiple facilities in (B)(6).